Event description:
A blood leak was noticed by the operator in the dialysate hoses. Blood was visible in the hoses. Performed a hemostix test from dialyzer. Hemostix was positive for blood. Kefzol 15mg; gentamyacin 60mg and blood cultures were ordered proactively. The patient completed dialysis successfully. No further interventions were taken.